Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was not performed as there were no discrepancies or abnormalities relevant to the reported complaint. The device was returned for analysis and has been evaluated. Upon examination of the sample, it was confirmed that the catheter was difficult to remove from the introducer. Magnified examination of the nose component revealed that assembly adhesive was present on the exterior of the component. The adhesive on the exterior of the nose effectively increased the nose diameter and created a mechanical lock between the nose and the catheter hub interior. The lock effect significantly increased the force to remove the hub from the introducer nose. The customer reported complaint was confirmed and is attributable to a manufacturing nonconformance. As a correction, this complaint is being communicated to appropriate personnel. No further correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. The manufacturer regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that the device was sticking when trying to remove the needle from the sheath. The blue piece would not slide. No patient injury was reported.